Event description:
The customer reported a contained bloody fluid leak of approximately one (1) to two (2) milliliters from the white blood cell (wbc) bath/aperture area of the coulter lh 750 hematology analyzer. The customer reported obtaining vote out (no results generated) on the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, face shield, and laboratory coat when the leak was discovered. There were no reports of injuries, erroneous results, no direct contact with the leak or change to patient treatment in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site.

Manufacturer narrative:
The fse found that the leak was coming from aperture 1 on the red blood cell count (rbc) bath (vc2). The leak from the aperture 1 was caused by a faulty seal. The fse replaced the aperture seal to resolve the leak and the vote out issues. The fse performed verification of instrument to meet the specified requirements per established procedures. (B)(4).